Manufacturer narrative:
E1. Initial reporter phone #: (B)(6). There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k230855. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® sst¿, an unspecified number of tubes exhibited additive abnormalities and missing labels while others had foreign matter inside or were cracked. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 01-may-2025. Investigation summary: bd received 11 photos and 8 samples for investigation. The first customer photo clearly shows a tube with two labels on it. The second, sixth, and tenth customer photos show additive rundown along the inner wall of the tubes. The fourth customer photo shows a large particle on the inner wall of the tube. The fifth customer photo shows a tube that is clearly missing a label. The seventh and ninth customer photos show evidence of burn marks within the molding of the tubing. The eighth customer photo shows a broken tube. The eleventh customer photo shows a tube that is missing a rubber stopper. The 8 customer samples underwent visual inspections. The visual inspections found defects in 2 of the 8 samples for molded part defects, 1 of the 8 samples for improper assembly, 2 of the 8 samples for foreign matter ¿ particles and foreign matter¿ burnt plastic, 1 of the 8 samples for missing label, 2 of the 8 samples for additive abnormality, and 0 of the 8 samples for cracked tubes. Additionally, 30 retained samples were visually inspected for all visual defects, and none of the 30 retained samples failed the inspection. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure modes: additive abnormality, cracked product/component, foreign matter, non-biological, improper assembly, double label, and molded part has defects. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® sst¿, an unspecified number of tubes exhibited additive abnormalities and missing labels while others had foreign matter inside or were cracked. No adverse impact was reported regarding the patient or user.